Event description:
The patient reported that the power light was "flashing and is not steady" on the remote monitor that had previously been working. After confirming that the power cord was properly connected to the remote monitor and the power outlet, the power cord was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the monitor was able to power up. Visual inspection could not confirm that the power light was flashing. It was also noted that modem testing failed due to a component burn on the printed circuit board assembly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the power light was "flashing and is not steady" on the remote monitor that had previously been working. After confirming that the power cord was properly connected to the remote monitor and the power outlet, the power cord was replaced. The monitor was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.